Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched coils was unable to be confirmed; however, there were noted multiple bent coils. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the non-abbott intravascular ultrasound (ivus) was being removed interaction with the mildly calcified anatomy and/or interaction with the guiding catheter resulted in the reported difficult to remove. Manipulation/over torqueing of the guide wire resulted in the reported/noted stretched coils/multiple spring shaped bent coils and the noted bent core; thereby, further contributing to the reported difficult to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Medical devices: rotating hemostasis valve (rhv): parent 48cm, other: eagle eye (ivus). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, de novo, right superficial femoral artery, the non-abbott intravascular ultrasound (ivus) was advanced over a ht command guide wire. Heavy resistance was met with the ivus device and guide wire during removal from the anatomy. The devices were removed from the anatomy separately; however, after removal from the anatomy tip coil shape damage was noted. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.